Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated the au5800 clinical chemistry analyzer while onsite. The fse inspected the analyzer and determined that the ise (ion selective electrode) buffer valve had malfunctioned. The fse replaced the ise buffer valve to resolve the issue. Performed system verification successfully without further issues. The analyzer returned to normal operation. Section a2, a4, and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter identifier is case-(B)(4).

Event description:
The customer reported two erroneous high patient results generated for ise (ion selective electrode) which includes na (sodium), k (potassium) and cl (chloride) on their au5800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated to this event.